Event description:
Code blue was called on this patient. Pt got connected to zoll monitor properly. Pt intubated but end tidal monitor couldn`t be monitor since zoll was not picking up/sensing end tidal co2. Zoll monitor had to be replaced in the middle of code blue.